Event description:
A pt reported experiencing inaccurate high results with a ot ultra meter. The pt's blood glucose results were himg/dl (used 600mg/dl as result to get value, 197mg/dl, 198mg/dl. Tests were done < 10 minutes apart with a difference of 72%. Pt did not experience any adverse events. No further info has been reported.